Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they changed out their set, felt sick and had high blood glucose. Customer treated themselves with peach iced tea and water. Customer experienced lightheadedness and nausea. Customer treated themselves with a bolus delivery. Customer advised the infusion set dripped when they deliver a bolus. Customer experienced low reservoir. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to monitor the insulin pump and follow up with their doctor.